Manufacturer narrative:
A visual evaluation found that the working length was severely twisted along its length. The sheath was ripped at the distal pierce hole. This caused the cutting wire and the hypo-tube to migrate towards the handle when the handle was activated rather than deflect the tip. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, it was noted that the sphincterotome would not bow easily. The handle was bowed and it was unbowed several time; it appeared to loosen slightly. However, it could not cut well and the procedure was abandoned. The condition of the patient was not available.